Manufacturer narrative:
It was found that the customer centrifuges samples for 3 minutes at 7200 rpm, which may be too short and too fast. The field service engineer (fse) replaced the measuring cell, performed a performance check and blank cell check. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys pth immunoassay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial intraoperative pth result was 59 pg/ml. The sample was repeated post-surgery per the customer's laboratory protocol and the result was 900 pg/ml. The initial result was deemed correct.

Manufacturer narrative:
The reagent lot number and expiration date were requested but not provided. The investigation is ongoing.